Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue of no sound. The unit did not power up when using customer's batteries, new batteries or an external power supply. When using the 9v adapter, the green light flashes rapidly and there is a continuous clicking/beeping noise coming from alarm, but not the normal alarm tone. No functional tests can be performed. Note: the instructions for use state: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. Always check to ensure staff can hear alarm at the furthest possible distance before leaving pt unattended. (B)(4).

Event description:
Customer reported that the alarm was not tested before usage. Customer reported while the alarm was in use, a pt crawled out of bed and the alarm did not sound. The customer did not provide the date when this occurred. There was no injury to the pt.